Manufacturer narrative:
According to the complainant, the suspect device has been disposed; therefore, a device evaluation will not be performed. The relationship between this device and the cause for this event is undetermined. A device history record review, and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
On july 25, 2007, it was reported to boston scientific corp., that a procedure to percutaneously place a wallstent transhepatic biliary endoprosthesis into the bile duct was performed (pt age and gender unk). According to the complainant, after the placement of the stent on twelve days earlier, "a ptcd (percutaneous transhepatic cholangiodrainage) tube was inserted into the middle area of this stent." Reportedly, on three days prior to original date, an x-ray revealed that the ptcd tube "was migrated outside the stent." Then, on event date, "it was found under the x-ray that the stent was no found in the bile duct." The complainant indicated that "possibly, the stent was eliminated through the duodenum naturally." Due to this event, the physician performed a choledochojejunostomy. At the conclusion of the procedure, the pt's condition was reported as "ok."